Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence, rectocele and an obturator sling was implanted. It was reported that patient underwent mesh removal due to erosion, pain, infections and bleeding on (B)(6) 2011 at implanting facility and surgeon. Patient also underwent pelvic floor repair with rectocele in (B)(6) 2010 at implanting facility. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. The patient underwent the concurrent procedures of rectocele repair during mesh implantation. It was reported that following insertion the patient experienced mesh erosion, inflammation, vaginal pain, bladder pain, pelvic pain, abdominal pain, dyspareunia, bleeding after intercourse, chronic discharge, bloating, chronic bladder infections, urinary tract infections, chronic yeast infections, difficulty with urination, urine leakage, and manual assist with bowel movements. No additional information was provided. (B)(4).